Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information". The field entry does not represent the address of the reporter and should be read as ¿no information".

Event description:
It was reported that an app crash on the mobile app occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.